Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its rotation tab slightly bent. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load as it was unable to latch onto the bottom jaw. Build-ups of biological material was observed in both jaws. The buildups of biological material was removed from each jaw and another attempt was made to fire the device. The next clip was still unable to load properly. The device was disassembled in order to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The jaw spring was disengaged and the jaw-opening-gizmo (jog) was not completely flush against the jaw legs. The top jaw was also bent. The device was returned with 5 clips remaining in the channel, indicating that 10 clips were fired by the end user. The damage to the top jaw prevented the clips from properly loading. It is unlikely that the clip stacking caused the damages to the top jaw. It appears that an external force or side pressure was applied to the top jaw, which caused it to bend. After the jaw became bent, the jaw spring became disengaged and the jog became slightly out of position. The device would be unable to load clips properly in this condition. If a clip misloads and is not manually cleared prior to loading another clip, the clips can be held up in the loading sequence and stack on one another in the channel. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. Reference file (B)(4) for investigation photos. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. One sample was returned with the rotation tab bent slightly. Upon functional inspection, the clips were unable to load properly. The sample was disassembled and it was found that the clips were out of position and stacking on one another. The jaw spring was disengaged and the jog was not completely flush against the jaw legs. The top jaw was also bent. The observed damage to the top jaw prevented the clips from loading properly. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damage, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend reports of this nature.

Event description:
It was reported that the tenth clip was stuck which caused subsequent clips not to close.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73f1900572 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the tenth clip was stuck which caused subsequent clips not to close.